Event description:
Related manufacturer reference number: 2017865-2022-07112. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing. It was also noted that the patient's atrial lead was failing to capture and exhibited a change in impedance. It was suspected that the lead was dislodged, and inappropriate sensing resulted in the over-sensing. No intervention was performed. The patient was stable.